Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the colibri device was noisy and running rough. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Service history review was conducted. The report indicates that the device has been send in for evaluation and repair. Rough running of device. Device is noisy. The investigation is based on the service & repair record received. The device failure reported by the customer could be confirmed. The service history review shows no previous service conditions relevant to the current complaint issue. The service technician noted the following action activity repair. During the pre-repair diagnostic assessment the service technician identified the following failure motor seized, rough running, defect. The root cause of the event was determined to be normal wear. The device was repaired and returned to customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.